Manufacturer narrative:
Product analysis conclusion; the reported infolding and subsequent type ia endoleak were confirmed on the films provided. Although the exact cause could not be determined, it appears likely that oversizing of the bifurcate within the thrombus-filled neck led to the radial infolding and a proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck flow lumen which had an irregular shaped profile ranging from 20 ¿ 26mm in diameter, may have led to the infolding, which most likely initially occurred during implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported that a CT was performed approximately 2 1/2 months post procedure, where a endoleak type 1a caused by infolding of the of the endurant bifurcate stent graft was observed. It was stated that the infolding did not involve the limbs endograft. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient will be monitored.